Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no water inside the syringe upon opening a package.

Event description:
It was reported that there was no water inside the syringe upon opening the package.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation found minimum water inside the syringe. However, no damage observed on the syringe. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be a defect generated at supplier/vendor, operator error, user related (eg: mishandling of device). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Method of use the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard h3 other text : the actual/suspected device was inspected.